Event description:
Information received by medtronic indicated that the stopcock of the sheath detached while the user was flushing the sheath. This occurred prior to placing the sheath into the patient. The sheath was replaced and the procedure was completed. No patient complication was reported.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.